Manufacturer narrative:
The referenced aer is not expected to be returned. However, the investigation is in progress. If any additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
During a compliance investigation, olympus became aware that on or about (B)(6) 2021, an olympus field service engineer (fse) identified an error in an off-label way that the customer automatic endoscope reprocessing (aer) machine was configured. It was reported the aer was using connectors from a jig while reprocessing endoscopes. The jig (rv111100) is noted to be a separate device meant only for use when cleaning the aer basin. It is unknown who configured the connectors onto the aer, and it was observed that the connectors from the rv111100 were missing. It is unknown if there was any impact to any patient or other person, however, no death or injury has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was manufactured in july 2012. However, the exact date is unknown. Based on the results of the investigation, and because the device was not received for evaluation, the definitive root cause of the reported issue could not be determined. It is possible that the user did not read the instructions for use properly and did not have the equipment knowledge. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Warning: do not use the reprocessor if any connector seems to be damaged or defective. Using the reprocessor when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿. Olympus will continue to monitor field performance for this device.